Manufacturer narrative:
Corrections to the initial MFR report: d2 device name has been update. H6 type of investigation code added.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support when the automated impella controller (aic) controller error alarms that self-resolved. The aic was not replaced and support continued. The aic was sent back for investigation. No patient harm has been reported.